Event description:
Per independent repair center statement, the (B)(4) concentrator had low o2 (yellow light). The key failure was a leaking pe valve. Additional malfunctions were a dirty filter, short circuited power switch and zip ties needed to be replaced.